Event description:
The hospital has seven or eight of these systems in its operating rooms. The co has told the hospital that it has discontinued support and parts for these systems. The hospital purchased the systems 2 1/2 to 3 yrs ago. The rptr is aware of a system that was sold to another facility 20 months ago with no mention that support and parts were being discontinued. The hospital has one system that is down now because parts are not available.